Event description:
Related manufacturer reference numbers: 2017865-2021-38745. It was reported that the patient presented in clinic for pulse generator changeout procedure. During procedure, it was found that the atrial lead and the right ventricular (rv) lead had insulation breach. The atrial lead and the rv lead were cut at the insulation breaching site. Both leads were capped and replaced on (B)(6) 2021. Patient condition was stable.